Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap. Gastric sleeve gastrectomy. According to the reporter: we've had three bags in a row break during the course of the sleeve gastrectomy operation: two yesterday and one today and we were even very cautious to make sure we were not putting any excessive amount of torque or pressure on the bag today because of the two breaks yesterday. Additional information requested from the account but not yet received. Problem? A) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) 8. What is the current status of the patient?

Event description:
According to the reporter: there was no unanticipated tissue loss as a result of this problem. There was no tissue damage or blood loss over 500cc. The surgical time was not extended by more than 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). A new MDR will be sent with the correct manufacturing report number due to the updated facility information. MDR will be submitted under corrected MFR report #9612501-2015-00267.

Manufacturer narrative:
(B)(4) refer to the same ftr.